Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. A ccd failure was identified and the distal tip was replaced. Evidence of fluid invasion was observed around the electrical connector.

Event description:
It was reported that the center image was lost during a procedure. There was no report of any health consequences for the patient.